Manufacturer narrative:
Product analysis of product ID# 3387s. Analysis confirmed that the distal end of the lead was bent. Fdc code 12 replaces previous codes. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction submitted as it was determined fdd c62925 was missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a lead with no patient involvement. It was reported that prior to a surgery a scrub technician noticed that the lead tip was broken and off at an angle. It was reported that the lead was not used in a patient at all. The lead will be returned to the manufacturer for analysis. No complications or further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.